Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the device . No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level as well as low blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl, 40 mg/dl. Customer was treated with insulin pump. Customer stated retainer ring had crack and reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.